Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains retained by the patient. H6: component codes: mechanical (g04) - drill. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to drill into the patient's glenoid the instrument fractured. The piece that fractured remained in the patient's bone. There is no information reported if the surgeon plans to revise the patient to remove the foreign body retained by the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. It was reported that the patient had extremely hard bone. However, without additional information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, g3, g6, h2, h6, h11 once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to drill into the patient's glenoid the instrument fractured. The piece that fractured remained in the patient's bone. Subsequently, the patient was revised to remove the foreign body on an unknown date.